Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failure alarm. The customer¿s blood glucose level was 137 mg/dl at time of incident. The customer reported that they had hardware low level failure alarm and were able to clear alarm. It was reported that they had performed self test was failed. The customer was advised to discontinue the pump. The insulin pump will be returned for analysis.